Manufacturer narrative:
Investigation: visual inspection: deformation of the outer housing of the progav, deposits (incrustation) on the catheter. Measurement of surface of the housing: to verify whether the deformation had an effect on the plane-parallelism of the housing surface, this was measured using a dial gauge. Deformation detected: yes - measured value: - 0,048 mm [tolerance (0 ± 0.02mm)] too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the progav shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav is permeable, whereas the shuntassistant is non-permeable. Computer control test: the computer- controlled test showed the opening pressure of the progav, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 0,30 cmh2o. This is not within the specified tolerance of 5 cmh2o ± 3 cmh2o. An applied pressure of 5 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 5 cmh2o ± 3 cmh2o. According to our results, we can detect an accelerated outflow. Due to the non-permeability of the shuntassistant, the computer-controlled test is not applicable. Adjustability test: the progav was found to be non-adjustable within the specified range. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav is present. Due to the non-adjustability of the valve, as detailed in section above, an investigation of the braking force was not possible. Internal inspection of product: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined that there was a blockage in the shunt system at the time of our investigation. Detected deposits could be named as the the cause of the blockage. Existing deposits in the csf can temporarily impair the function of the valves and are described as concomitant symptoms in hydrocephalus therapy. In addition, we have determined a non-adjustability and a deformation of the outer housing of the progav valve. The detected deformation may be responsible for the functional impairment of the adjustability. Too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav shunt system (part # fv413t) was implanted during a procedure performed in 2012. According to the complainant, the shunt system was believed to be operated in underdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 11 years, height: 165 centimeters (cm), weight: 60 kilograms (kg), gender: male.